Manufacturer narrative:
(B)(4). Information was received via search of the maude database. This event was reported under mw5055474. No sample is expected to be returned for evaluation.

Event description:
It was reported during insertion the peel-away component hub tab prematurely detached when the practitioner began to peel apart the sheath body from the catheter. The practitioner was able to create a work around to remove the sheath.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. However, this sheath is being investigated for the same issue. Therefore the probable cause of this complaint issue is manufacturing related. Further investigation of this issue is being conducted at the manufacturing site. The reported lot number is included in the scope of recall z-0207-2016.